Manufacturer narrative:
It was reported that right hip revision surgery was performed. During the revision, the bhr head was removed. The bhr cup remained implanted. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. A review of the complaint history for the bhr cup and bhr head, was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. No other similar complaints were identified for the head and cup in the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. No additional risks were identified as result of the reported event. The available medical documents were reviewed. Based on the limited information provided, the report of pain and ambulation difficulty, and the intraoperative findings of bone loss, or osteolysis, may be consistent with findings associated with pain. The root cause of the reported pain and osteolysis cannot be confirmed, and it cannot be concluded that they are associated with a malperformance of the implant. The patient impact beyond the revision and expected post-operative healing/pain cannot be determined. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Manufacturer narrative:
New information: g4, d4.

Event description:
It was reported right hip revision due to persistent pain and failed right hip resurfacing.